Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break, balloon deflation failure, and stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 16 synergy¿ drug eluting stent was advanced to treat the lesion. However, in the middle of inflation, the hypotube broke and the balloon could not be deflated for it to be removed. The device was removed using another guide but the hypotube completely broke and the stent got dislodged into the radial artery where it was impacted. No patient complications were reported.